Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed occlusion at 29.63 pounds per square inch (psi) during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the downstream occlusion sensor seal was worn upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device was tested and found to be operating within manufacturing specifications. The device passed calibration and the occlusion test, the sensors worked as they should. Root cause of the reported issue is unknown. Recommended that the downstream occlusion sensor seal be replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.